Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was restored to the system. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up and did not display an error message. No patient injury was reported.